Manufacturer narrative:
(B)(4).

Event description:
It was reported that a ventilator had a blank display. There was no report of patient involvement. Additional information has been requested.

Manufacturer narrative:
(B)(4). The evaluation of the 840 ventilator has been completed. The service engineer (se) inspected the device and could not duplicate the reported malfunction. No parts were replaced. The unit passed all testing and operates within the manufacturing specifications.